Event description:
--

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) showed 1088% usage on the battery details. Additionally, the device had a charge time of 8.8 seconds and had only less than three months to explant time. Boston scientific technical services (ts) explained that engineering analysis results recommended replacing the device as soon as possible. Hence, the device was explanted and replaced with a new one. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Engineering calculations confirmed the longevity of this device was not as expected. The device case was opened. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process a high current condition was observed. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within an integrated circuit. This anomaly causes a high current drain, which over time resulted in reported clinical observations.